Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. Black particle was reported to be in the 'filter chamber' of the infusion set during priming. Customer-provided photographs show the black particulate inside of the device's cassette. There was no report of any human harm.

Manufacturer narrative:
The following was provided by the customer: -one used list #140019291, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm; lot #14076958. Unknown solution residuals were observed on the used and returned device. No black particles were observed as received. Customer provided two photos that show black particles. The used/returned tubing set was flushed with pure reverse osmosis (ro) water to try and dislodge any particles, and then the flush solution was collected in a clean beaker. No particles were observed as received. Confirming the complaint of black particles from the photos provided. The probable cause and source of the particles, is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.